Event description:
Pt was admitted on (B)(6) 2016 for ICD shock and found to have subtherapeutic inr. Pt given heparin bridge as inpatient. On (B)(6), ldh higher (717) but stable on recheck, also with low haptoglobin concerning for hemolysis; no lvad alarms. Echo ramp study performed on (B)(6) 2016.